Event description:
It was reported that there was a balloon pump from the ccu with multiple "possible helium loss 3" errors. The report states that "on (B)(6) 2022 around 0900 was having frequent helium loss alarms. The helium volume was not dropping and no leak could be found. The helium line was clear. The patient was repositioned several times and laid flat. He was not moving at all. After 10 minutes of not being able to run, we swapped consoles with no issue". Multiple attempts were made to the customer regarding patient health status, medical intervention, etc. The customer did not respond to any attempt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that there was a balloon pump from the ccu with multiple "possible helium loss 3" errors. The report states that "on 12 nov 2022 around 0900 was having frequent helium loss alarms. The helium volume was not dropping and no leak could be found. The helium line was clear. The patient was repositioned several times and laid flat. He was not moving at all. After 10 minutes of not being able to run, we swapped consoles with no issue". Multiple attempts were made to the customer regarding patient health status, medical intervention, etc. The customer did not respond to any attempt.